Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the end user had possession of the unit for a few days when the unit collapsed under her.